Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information regarding an everflo device. The family of the patient reported a red light came on the device the night before, and when they checked the next morning, the patient had expired. No medical intervention was reported. No patient information was provided. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer.